Event description:
The clinician reported that on the day of attempted placement of the dental implant in ada site 14 in the patient's mouth, the implant did not achieve primary stability. The clinician noted poor bone quality in this patient with good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.